Event description:
Spontaneous call, spouse stated that pump intermittently stops infusing and goes back to load menu. Pt also observed blood in the line. Malfunction occurred while pump in use. Pt reports no changes in breathing, pump will be replaced, pump is available for investigation. Serial number (B)(4). No other information known. Malfunction occurred while pump in use. It did not cause any harm to the patient: pump will be replaced. Reported to (B)(6) by patient/caregiver. Strength 10 mg/ml, 43.7 mg/kg/min, continuous, subcutaneous. (B)(6) 2018- current. Reason for use pah.